Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted h3 other text : device not returned.

Event description:
It was reported the customer experienced a blood glucose level of 48 mg/dl. Customer addressed bg level by consuming carbohydrates. Tandem technical support assisted the customer in checking the pump settings and verified that the pump was functioning appropriately. Reportedly the customer continued to use the pump for insulin therapy.